Event description:
It was reported that during an initial tactra penile prosthesis implant surgery, the device was not implanted due to a flexibility issue. No device was implanted. No patient complications were reported. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Event description:
It was reported that during an initial tactra penile prosthesis implant surgery, the device was not implanted due to a flexibility issue. No device was implanted. No patient complications were reported. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
Upon receipt of this tactra penile prosthesis at our quality assurance laboratory, the returned components underwent a thorough analysis. The tactra cylinders were visually inspected and examined using a microscope. The first cylinder was trimmed to the 16 line mark; multiple small tool marks were found in the proximal and distal ends. The second cylinder was trimmed to 16 line mark; multiple small took mark were found in the proximal end. As both cylinder lengths were trimmed down, they were unable to undergo functional testing. Based on the information available and analysis results, analysis was unable to confirm the reported clinical observations.